Event description:
It was reported that the patient got dbs therapy on 2011. Recently, the lead of left side was found infectious. Follow up information received noted that the patient got the infection after the surgery. They didn't go to hospital to check-up, until he entered the hospital this time. The hospital provided germiculture, but the patient was not allowed to have the report. The ipg and the extension were explanted on (B)(6). Regarding patient outcome: patient is safety. The patient in hospitalization, and in an infection, now in anti-inflammatory.

Manufacturer narrative:
Lead: model # 3389s-40, lot # v597590, implanted 2011 (B)(6), explanted unknown; extension: model # 7482-51, lot # nhu199534v, implanted unknown, explanted unknown.